Event description:
Customer reported potassium infused too quickly. The infusion was stopped and disconnected from the patient. There was no harm or medical intervention. Although requested, no additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). The set has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.